Event description:
A malfunction alarm was reported, indicating an issue with the pump, as detailed by a distributor complaint from france. The pump was reset multiple times but continued to show the malfunction error. There was no reported impact on the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue, and the original device was expected to be returned.